Event description:
It was reported that this right ventricular (rv) lead pin sticking the area where the heart is. Boston scientific technical services (ts) referred the patient to physician for further evaluation. As of this time, this rv lead remains in service. No additional adverse patient effects were reported.